Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was able to confirm the reported difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 3.25 x 8 mm nc trek balloon dilatation catheter (bdc), the stylet was able to be removed but the protective sheath was stuck on the device. The device was not used in the patient and there was no patient involvement. A replacement bdc was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay reported in the procedure. No additional information was provided.